Manufacturer narrative:
The following spiration valves were used in this procedure: two 7mm valves and one 9mm valves. The intended mechanism of action of multiple valves placed in airways leading to a target lobe is for lung volume reduction of the lobe. Early-onset pneumothorax likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to a pneumothorax. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the (B)(6) study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. (Criner et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized, controlled trial. Am j respir crit care med vol 200, iss 11, pp 1354-1362, dec 1, 2019 jul 31. However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema ¿ potential mechanisms, treatment algorithm and case examples. Respiration 2014; 8: 513-521), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner et al. Ajrccm 2019 jul 31. Doi: 10.1164/rccm.201902-0383oc. [Epub ahead of print]. The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system.

Event description:
A spiration valve procedure for emphysema was performed on (B)(6) 2019 the patient developed a pneumothorax and a chest tube was placed.